Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016 that on (B)(6) 2016 the receiver had no displayed readings and an adverse event occurred. It was reported that the patient woke up on (B)(6) 2016, looked at the receiver and it was not giving readings, in addition there was a symbol in the top right corner (the patient does not recall what the symbol was). The patient stated that within five minutes he had passed out. The patient's son called an ambulance. The paramedics arrived and tested the patient's blood glucose (bg) reading 28 mg/dl. Right away, the paramedics gave the patient a glucagon shot and was then brought him to the hospital. The nurse at the hospital tested the patient's bg reading 96 mg/dl. The patient was provided a sandwich and apple juice. The patients bg was tested again later after he had eaten, reading 96 mg/dl. Thirty minutes after the second bg test the patient was tested for a third time, reading 125 mg/dl. The patient was also experiencing high blood pressure and was given some hybralazine 25 milligrams while in the hospital. The patient was discharged shortly after the third bg test on (B)(6) 2016. At time of contact the patient was back to normal. No additional event or patient information was provided. Complaint device was returned for evaluation. A visual exterior inspection was performed on the receiver, finding no observations related to the customer complaint. Data was downloaded from the receiver and reviewed, finding no errors. A share receiver functional test was performed on the receiver and it passed. A manual sound drop test was performed on the receiver, finding no intermittent audio. The reported fault could not be reproduced with the receiver. The complaint of no displayed readings could not be confirmed. The root cause could not be determined.